Event description:
The reporter indicated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2010, due to low vaulting. Subsequently, the pt had anterior opacity. The icl was exchanged for a longer lens. The pt's bcva was 20/20.

Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4) low. (B)(4).